Event description:
Reportedly, the device was explanted at implant for unknown reasons. Per the cer: the replacement device is unknown. No further details were provided. Information was learned through japan implant patient registry. The device will not be returned as it was discarded at hospital.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformances. This was determined reportable per edwards lifesciences procedures. Customer letter not required. No additional information is forthcoming. Device will not be returned as it was discarded at hospital.